Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a bent connector.

Event description:
The consumer reported the recharger was not charging. It was noted the issue started the week prior to call. It was reported the desktop charger connector tip was bent. It was reported the patient was able to connect with implantable neurostimulator (ins) using the patient programmer. The ins showed that it was depleted. There was no patient harm reported. Relevant medical history included failed back surgery syndrome and spinal pain.